Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance with the thumb advancer was not confirmed as the device was reassembled and re-deployed with no resistance noted. The reported premature clip deployment and unintended motion of the vessel locator wings could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use (IFU), precautions section states: do not deploy the clip in areas of calcified plaque. The patient calcification would not have contributed to the reported mechanical jam with the thumb advancer as was concluded to be device angle changed during thumb advancer/slider stroke. A conclusive cause for the reported resistance deploying the thumb advancer could not be determined based on the returned device condition. Based on the reported information, the thumb advancement and clip deployment were not completed as the vessel locator wings were inside the device and the clip was prematurely deployed outside the vessel. As the device was returned with the thumb advancer fully deployed in the firing position #3, this indicates that the clip was inadvertently deployed outside of the anatomy, consistent with the clip not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. A conclusive cause for the reported patient effect of pain, and the relationship to the product, if any, cannot be determined. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B2: patient outcome.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional starclose device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an percutaneous transluminal angioplasty interventional procedure. Reportedly, there was a resistance drop during thumb advancement. Thumb advancement and clip deployment were not completed as the vessel locator wings were inside the device and the clip was prematurely deployed outside the vessel. Manual arterial compression was applied to achieve hemostasis. A clinically significant delay occurred in the procedure or therapy. Instead of two hours of bed rest there was six hours bed rest. The patient received manual compression for 20 minutes with a lot of pain. After the procedure, another starclose se device was used on an abbott demo block. There was no patient involvement. The starclose se device had a similar problem; it was able to fully perform all steps, but the clip did not completely close the gap. No additional information was provided.